Manufacturer narrative:
Manufacturers ref#: (B)(4). Occupation: non-healthcare professional. PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter did not immediately deploy. The filter got stuck on the hook of the deployment system, and finally deployed on the third attempt. Patient outcome: no harm to the patient.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter stuck on the hook of the jugular introducer, but did finally release on the third release attempt. Only the jugular introducer was returned for analysis. The grasping hook stuck in hardened blood inside and could not be moved by pushing the release button, but after soaked in water it moved freely and the introducer worked as intended. The grasping hook was found according to specifications and a tulip filter could be attached and released without difficulties. Based on these findings the exact reason for the difficulties encountered when attempting to release the filter cannot be determined, but the hardened blood inside the introducer or excessive tension during the deployment may have caused them. The instructions for use caution that excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.